Event description:
It was reported the customer's sr8 is producing dark images. Verified they have adjusted filters and contrast. Verified customer has reseated probe. No other probes to test.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the images are very dark was confirmed. The sr8 was received with the image brightness set to 10%. The root cause is the image brightness was set to 10% brightness and is use related.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the customer's sr8 is producing dark images. Verified they have adjusted filters and contrast. Verified customer has reseated probe. No other probes to test.